Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 radio frequency programmer head; product ID 229047 software analyzer.

Event description:
It was reported that the lid of the programmer does not close and needs to be fixed. The programmer was returned for service. It was indicated that there was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.